Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. According to the inspection results, the device passed all tests. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and there were no defects found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center blinks but the lamp is on and high. The issue was found after the procedure. There were no reports of patient harm.